Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented for a device change-out. The set screw would not tighten during implant. Device was explanted and replaced. The patient is doing well and will continue to be monitored.

Manufacturer narrative:
The reported rv df-1 set screw anomaly was not confirmed in the laboratory. The set screw was verified to be within specification.